Manufacturer narrative:
An event of the occluder prematurely detaching from the cable was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2135147-2021-00017. On (B)(6) 2020, a 24 mm amplatzer septal occluder was selected for implant. During device placement, while the left disc was deployed, the physician wanted to change the orientation of the device. While the physician attempted to recapture the device, it was realized that the occluder had became disconnected from the amplatzer trevisio intravascular delivery system delivery cable. The delivery cable was able to screwed back onto the occluder and was subsequently recaptured and removed. A new amplatzer torqvue delivery system delivery system was then used to successfully implant a new 24 mm amplatzer septal occluder. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable.